Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation. One photo of a 1ml luer-lok syringe was received by bd. A quality engineer was able to review the photo from batch #2347748 regarding item #309628. The image shows a loose syringe lying on a table next to a package with all applicable product information visible. The syringe has brownish colored stains on the barrel consistent with embedded foreign matter. The condition observed is non-conforming per product specification. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the embedded foreign matter defect is associated with the molding process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 2347748 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that the bd 1ml luer-lok syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from german to english: contaminated syringe, dirt in the cylinder.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.